Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb has been able to reproduce the described customer issue. An evaluation of the received device logs could confirm the event. A defect pressure sensor on the pcb caused drifting pressure readings causing the pre-use check to fail in multiple instances. Replacement of the pressure transducer on the pcb solved the issue. A defect pressure transducer may lead to high pressure build-up in the patient circuit. If this pressure rises above the preset alarm level for high pressure the safety valve will open leading to the wrong tidal volume to be delivered to the patient or stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a faulty pressure transducer on the pressure transducer pcb.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).